Event description:
We received a report that an intraocular lens (iol) was explanted from the patient's right eye after he experienced impaired vision and glare. A new lens, a 21.0 diopters, was implanted. In follow up it was determined that the original incision was not enlarged, and no other surgical complications were reported (such as vitrectomy or capsule tears). Patient is reported to be doing very well.

Manufacturer narrative:
(B)(4). The iol was returned to the manufacturer. Visual examination showed that the lens was cut in half. No optical deviations on the received optic parts could be found. The condition of the returned lens is consistent with one that has been explanted. The condition of the lens precluded a diopter measurement verification. The iol passed all tests performed and was within all specifications during the manufacturing process. Manufacturing records were reviewed and showed no deviations or nonconformities. Diopter measurement records from this particular lens was verified and showed to be within specifications. The batch has passed all acceptance criteria for all tests performed and is within all specifications. All pertinent information available to the manufacturer has been submitted.